Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify low batt alarm or any alarm due to failed batt test alarm. Unit had battery cap stripped battery cap coin slot (p), minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was blank and they were unable to remove the battery cap. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to remove the battery cap or get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.